Manufacturer narrative:
The tech investigated and the account stated that on insp of the bed it was found an employee at the account had not installed the bottom of the mattress correctly on the bottom of the bed and this caused the section to not be securely attached. The pt was on her knees and fell to the ground. No injury reported. The tech insp the bed and found no issues, the bed functioned as designed. The account had already installed the mattress correctly. The account in serviced themselves on proper use of product.

Event description:
The account alleged that a pt was kneeling on the stow and go foot section and the foot section broke and fell to the floor. No injury reported.